Event description:
Reporter indicated that diagnostic testing on a vns pt resulted in high lead impedance. Prior to the high impedance, the pt underwent radiation treatment for a lung tumor and had a pacemaker implanted. The physician indicated that the high impedance was "probably due to the tumor encroaching on the lead." Revision surgery is likely. Good faith attempts for additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.